Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used to close the wound. The skin fit well after use. The patient's left back had been scratched by chickens while feeding, causing skin rupture and bleeding. The patient came to the outpatient department of the hospital for wound debridement and suturing treatment. There were no immediate allergic or uncomfortable symptoms. After suturing, the patient was bandaged and treated with dressing changes every day. On the 6th day after surgery, there was redness, swelling, and exudation at the suture site, and the surrounding tissues were ruptured, causing partial rupture of the suture site. The patient developed wound infection after trauma. The patient had inflammation and wound secretion. The suture was opened for a second debridement and antibiotic anti infection treatment, and daily dressing changes were given. After the wound infection disappeared, the patient received a second suture treatment. Additional information was requested.

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested but unavailable: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure on what tissue was the suture used? What tissue dehisced? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture tied (square knot or multiple knots one end)? Please describe the appearance of the suture during the second procedure. Was the suture found broken post-op? Were there any precipitating patient stress factors for the sutures untying, breakage or pulling out of the tissue? Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were cultures performed? If so, please provide the results. Were any pre-op cleansing procedures changed recently? If yes, please describe. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Product code and lot number? Surgeon's name?